Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that the intravascular ultrasound (ivus) was advanced on the balance middle-weight guide wire (bmw). Resistance was met with the heavily calcified and moderate tortuous anatomy in the left anterior descending coronary artery during advancement to the lesion. During removal of the ivus, the ivus got stuck on the bmw guide wire. The ivus and bmw were retracted as a unit from the anatomy. The distal 2 cm of the bmw guide wire separated inside the sheath, outside of the anatomy. The separated piece of the guide wire was safely removed with the sheath. Another bmw was used to complete the procedure. There were no adverse patient effects. No additional information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, a medsun report was received that states, "event description: wire introduced and removed. Wire stretched and broken with micro threads noted. What was the original intended procedure: retrograd left heart cath, ivus imaging of left main artery, left main artery stenosis treated w/promus 3.0x12 mm drug-eluting stent, tr band removal of the right radial sheath. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."